Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reported that patient had been scanned multiple times in the past and patient was able to put into MRI, full body was seen. Caller reports patient was able to program into MRI mode on (B)(6) 2023, but in (B)(6) 2025 patient was not able to program into MRI mode due to non-functional. Caller reports they were able to scan patient and patient was fine at that time, no side effects from the scan without programming into MRI mode. Reviewed MRI guideline. Redirect caller to patient's hcp.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). The reason for the call was to get MRI information. The patient claimed that the ins stopped working 6 months following the implant, and the patient was unable to charge the ins. The physician was asked to take the ins out, but they said if it wasn't causing problems they would leave the device implanted. The caller stated that they had scanned the patient in the past when the ins was implanted. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical services (tss) reviewed MRI information. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.